Manufacturer narrative:
Additional information: h11: corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2018 using the cooladvantage+ coolcore applicator and developed paradoxical hyperplasia (pah/ph) six months after treatment. Patient was diagnosed with ph on (B)(6) 2023.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2018 using the cooladvantage applicator and developed paradoxical hyperplasia (pah/ph) 6 months after treatment. Patient was diagnosed with ph (B)(6) 2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2018 using the cooladvantage+ coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/15/2023. Clarification to b3 partial date of event: "around 6 month post last treatment" was provided. Clarification to d4/d10 device info.: serial no. # (B)(6), catalog no. # sa16789, and UDI: (B)(4).